Event description:
Multiple pumps are displaying a 'replace battery alarm' associated with error code n56. These errors are appearing within six months of the batteries being replaced, despite the manufacturer's manual stating a two-year battery life.